Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow button was intermittently unresponsive. The patient claimed the keypad rubber felt stretched and thin. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp paper towel. A protective case was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings testing was unable to duplicate the unresponsive button issue. All keys were responding. The keypad was intact and was removed for investigation: contamination was noted under the "contrast" & "down" key contacts.